Event description:
It was reported that implant was removed due to peri-implantitis. Tooth number 3. Patient had healing collar loosen a few weeks ago that developed swelling, patient has two implants, site # ok but #3 was loose and removed. Site grafted for replacement. Symptoms as a result of the event: abscess and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227 h6: additional h6- patient codes: 1932: inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.